Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. Myosure disposable according to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).

Event description:
It was reported a physician performed an uneventful myosure procedure for uterine tissue removal on (B)(6) 2016 and the patient's cavity became cloudy. The physician moved the hysteroscope and the disposable device around to try and gain visibility and perforated the patient. The physician then inserted a foley catheter. On (B)(6) 2016, it was reported the foley catheter was removed and the patient did not return to the hospital.